Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head/ sleeve/ liner/ stem/ spout lot was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner + spout slot. Similar complaints have been identified for the head/ sleeve/ stem and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Based on the intra-operative findings the reported infection was consistent with staphyloccus epidemitis with biofilm noted in the retro-acetabular. However, the root cause of the reported infection cannot be determined. In addition, we cannot rule out the patient¿s hiv disease progression, bone quality, body habitus, anti-retroviral and corticosteroid use, diabetes, cigarette and alcohol use as likely contributing factors to the reported infection. The patient impact beyond the right hip revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on left hip due to infection. Femoral head and acetabular cup were removed and an antibiotic spacer was implanted to treat it.